Event description:
According to our international affiliate, the customer reports that there was an issue with the confidence kit's syringe/pump. The product was used in surgery and malfunctioned in some way, possibly due to leakage of water from the pump. Another kit of the same type was used to complete the procedure. The affiliate reports the customer has not reported any consequences to the patient or any surgery delay. No additional details are available and the product is in transit to be evaluated.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
(B)(4). Visual inspection of the confidence kit¿s pump (the only component returned) found no abnormalities or defects. Functional testing was performed and the pump¿s safety release valve functioned as intended and no leaks were observed. Review of the device history for the kit and its pump and cement components found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Attempts to obtain clarification as to the specific nature of the product complaint were unsuccessful. The reported nonspecific issue with the confidence kit¿s syringe/hydraulic pump was not confirmed. Therefore, the root cause of this complaint is unknown. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and the reported issue is not confirmed. Therefore, this complaint will be closed with no further action required.